Event description:
Event description boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing beeping coming from their device. The device was found to have reached elective replacement indicator (eri). Premature battery depletion was questioned.